Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that atrioventricular block occurred. Procedure summary: an unspecified size lotus edge valve was implanted. Post procedure event summary: an unknown number of days post procedure, the patient developed atrioventricular block 2:1 diagnosed by x ray. No action was taken to treat the event. The event was considered recovered the same day. Three days later, the subject developed 3rd degree atrioventricular block. Hospitalization was prolonged for further evaluation and treatment. A permanent pacemaker was successfully implanted on the same day.

Event description:
Respond edge study it was reported that atrioventricular block occurred. Procedure summary: an unspecified size lotus edge valve was implanted. Post procedure event summary: an unknown number of days post procedure, the patient developed atrioventricular block 2:1 diagnosed by x ray. No action was taken to treat the event. The event was considered recovered the same day. Three days later, the subject developed 3rd degree atrioventricular block. Hospitalization was prolonged for further evaluation and treatment. A permanent pacemaker was successfully implanted on the same day. It was further reported that prior to the index procedure, heparin or another anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with a 23 mm lotus edge valve which was implanted successfully into the proper anatomical location. One day post index procedure, computerized tomography(CT) scan revealed ischemic stroke. The event led to prolongation of hospitalization. At the time of reporting, the event was considered not recovered. Ten days post index procedure, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
A1: patient identifier: (B)(6). New information: b5-b7: new information d4:lot number: 0024102980 d6: implant date: (B)(6)2020.